Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error. The customer's blood glucose level was 400 mg/dl at the time of incident. Customer assisted with troubleshooting. Customer stated that they contacted their healthcare professional not was admitted to the hospital due to high blood glucose level. Customer said that drive support cap was normal and the insulin pump was not exposed to high magnetic field. Customer was advised to discontinue use of the insulin pump and to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).